Manufacturer narrative:
(B) (4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.

Event description:
Medwatch# (B) (4) was rec'd on 6/2/10. It was reported that the pt had surgery for a five level decompressive laminectomy with durotomy and the excision of a spinal cord syringostomy and placement of a syringo-subarachnoid shunt at this hospital in 1996. The pt recently began to have abdominal complaints with a change in bowel habits; CT scan done (B) (6) 2010 revealed evidence of disruption of the lumboperitoneal shunt in the abdominal wall musculature or just at the peritoneal level. The pt was admitted and taken to the or (B) (6) 2010 for laparotomy, evaluation of the colon and rectum, and removal of the fractured catheter from; postoperative diagnosis documented fracture of lumboperitoneal shunt with disconnected segment of the catheter lying along the left colon and sigmoid extending down into the pelvis against the rectum. The pt tolerated the procedure well and was discharged the following day.